Event description:
It was reported that during a da vinci-assisted surgical procedure that the horizon of the endoscope flipped 180°. The intuitive tech support engineer (tse) guided the caller with checking if any of the settings at the surgeon side console (ssc) caused the issue; no issues were found. The tse then guided the caller with reseating the endoscope and sterile adapter. And put all back in. The issue was resolved and the surgery continued as planned. There were no reports of patient injury. Isi followed up and obtained additional information. The horizon was rotated 180 degrees when the endoscope was installed first. They then called support and were told to remove the arm cover from the button and put it back on. Afterwards, everything worked normally.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) walked the customer through reseating the sterile adaptor and endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .